Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas e 801 module. The sample resulted in the following anti-hcv values when tested on the e 801 system: 0.944 coi (borderline), 0.949 coi (borderline), and 0.943 coi (borderline). The sample was repeated on a second analyzer, resulting in an anti-hcv value of 0.741 coi (non-reactive).